Event description:
Device issue: separated proximal shaft. Time of device issue: during use. Adverse event: none. It was reported that the devices would not cross the heavily calcified and tortuous lesion in the iliac. The pt had a very tortuous anatomy, which caused the catheter to kink, resulting in a hypotube separation as the catheter shaft was being torqued. Additionally, after trading out the guiding catheter four non-abbott stent delivery system's did cross. No pt effects were reported. Pt was extremely obese. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.